Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/reporter contacted lifescan to report the one touch ultramini meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010, the patient obtained the blood glucose readings of 140 mg/dl and 81 mg/dl on the reported meter within 20 minutes of each other. Immediately after the use of the meter, the patient experienced the symptom of shaking hands. The patient took no action and did not seek any medical attention or treatment. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she obtained normal or elevated blood glucose readings with the reported meter. Therefore this complaint is being reported.